Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# j0546636v serial# implanted: (B)(6) 2005 explanted: (B)(6) 2017 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 19-aug-2009, UDI#: (B)(4) originally reported in MDR report number in h10. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that when had device removed in 2018, part of the lead was left in as it broke during removal. Patient still has lead fragment in their body. Patient said was told by surgeon that it was too risky to remove.